Event description:
It was reported that after releasing the x-ray switch the 9800 system continued the beep without making x-rays during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray interface board was replaced. The filament was re-calibrated during the service call. The system was tested and found to be working as intended and put back into service.